Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer called the technical service engineer (tse) and stated that they were getting an error message that activation was interrupted. The tse viewed error logs and saw m-02 errors on the erbe integrated electro surgical unit (iesu). The tse recommended trying to reboot the iesu and the customer said they were not able to since it was in the middle of the case. The customer was continuing with the case and there was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event was confirmed to have occurred during a unilateral inguinal hernia procedure on (B)(6) 2022. There was no fragment that fell inside the patient and there was no patient injury. The procedure was completed with the original iesu as it was power cycled and it began working. There was only a 3-4 minute procedure delay while the iesu was power cycled.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse removed and replaced the vio iesu due to repeated m-02 errors. The system was tested and verified as ready for use. Isi has not received the generator and completed the failure analysis testing. The reported failure was not able to be reproduced. The unit energized and cauterized and all ports recognized instruments. As a safety precaution, the unit will be returned to the manufacturer for further investigation. An log review was performed. Per the review, the following was confirmed: the unilateral inguinal hernia procedure took place on (B)(6) 2022 via system (B)(4). A review of the site's system logs for the reported procedure date was conducted by the tse during the initial troubleshooting call. Investigation revealed the following system error 25913 indicating an iesu module timeout (a module didn't send its status message within the expected time). This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was power cycled after the start of the procedure and the surgeon was able to continue with the procedure robotically with the same esu, however the field service engineer (fse) was able to replicate the issue and replaced the esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.